Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on two different inform systems, compared to a lab result, within 10 minutes: 511 mg/dl (system 1), 179 mg/dl (system 2), and 55 mg/dl (lab). No adverse event reported. The same strip vial was used for both inform systems/results. Return of the suspect device was requested for evaluation.